Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr was stuck in the lesion and with the rotawire. The target lesion was located in the right coronary artery (rca). A 1.25mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, it was noted that the burr was stuck in the distal rca. Consequently, the physician attempted a few techniques with a guidezilla guide extension catheter to get the 1.25mm burr out. At the course of the procedure, the burr became stuck with the rotawire. The procedure was completed with a 1.50mm rotalink plus and another of the same rotawire. No further patient complications were reported.